Event description:
Attorney for plaintiff contacted codman via law offices regarding his client. Plaintiff is said to have suffered partial paralysis of lower extremities. No further info is available at the present time.

Manufacturer narrative:
At the present time, the status of the device is not known, nor are further details available to us. If the device should become available, an investigation will be completed, and a follow-up report will be filed. At the present time, this complaint is considered closed.